Event description:
Related manufacturing reference number: 2017865-2022-11608 and 2017865-2022-11610. It was reported that the patient presented to the hospital with an infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber implantable cardioverter defibrillator (ICD) system. The physician explanted the ICD, right ventricular and right atrial leads. The patient was recovering post procedure.